Manufacturer narrative:
This report is submitted on december 23, 2020.

Event description:
Per the clinic, the patient experienced swelling over the implant site and was hospitalised on (B)(6) 2020, for a duration of 2 days, and treated with intravenous antibiotics. The implanted device remains.